Manufacturer narrative:
UDI #:na. Lot number not provided and expiration date not available as lot number not provided. (B)(6). Manufacturing date not available as lot number was provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Field service specialist reported that the equipment has no error and no issue and the event was related to physician's technique. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported suction loss during procedure while laser firing for 1 patient interface (pi). The flap was incomplete. The surgery was delay for 1 day and during this time it was reported patient used eye medicine (unknown) that promoted recovery of cornea and antibiotic. After second surgery, patient's vision reached desired results.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted.